Manufacturer narrative:
As indicated, the user facility reported that the tubing came loose from the blood-gas oxygenator which resulted in an unk amount of blood loss. The surgery was completed successfully. Terumo corp did not receive the actual device to investigate but conducted an investigation into the reported event with a retention sample from the same lot number. The port dimension measures are within specification. Terumo investigation included visual exam and performance testing. Based upon available info, the event may have been caused by an insufficient connection made by the user facility.

Event description:
On (B)(6) 2010, it was reported by a user facility ((B)(6) hosp, (B)(6)) to terumo cardiovascular that during a cardiopulmonary bypass procedure, the tubing came loose from the bottom of the oxygenator which resulted in an unk amount of blood loss. The surgery was completed successfully.